Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that remote just went black and had to reset in order to get the screen on. Pt states now remote will not come on at all today. Patient services (pss) advised to reset and plug to wall without battery pack which the remote did come on. During call patient was in the passive charge mode and at one point was charging. Pt would see software problem as well as finished during the charging session. Pt was placing recharger telemetry module (rtm) over her jeans, pss advised to place on skin over ins location to see if this helps. Pss sent request to repair for rtm. Pt stated yesterday they had a "hard time getting it on" so their husband took the battery out and put the battery back it which worked. Pt stated they are still having issues and needs help. Pt confirmed they were referring to the controller. Agent redirected pt to scs cell. Information was received from a patient (pt) regarding an external device. The reason for call was patient reported the controller is not working for a week and they are not able to charge the ins for 4 days. Patient stated the screen will not come on when plug into the outlet. Patient services (ps) asked patient to connect the controller to ac outlet and controller did not power on and there is green on the ac power supply cord. Ps asked patient to try to use aa batteries in the controller and controller did not power on. Patient stated the battery pack does not seem to work, it was not charging. The issue was not resolved. A replacement controller and battery pack were sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.